Event description:
As reported, the sealant of a 6f mynx control vascular closure device (vcd) was pulled out when button number two was pressed and the device was withdrawn after percutaneous coronary intervention. Manual compression was subsequently used to achieve hemostasis. There was no reported patient injury. Additional information was requested but unable to be obtained due to covid-19 restrictions. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2519902 presented no issues during the manufacturing process that can be related to the reported event.

Manufacturer narrative:
As reported, the sealant of a 6f mynx control vascular closure device (vcd) was pulled out when button number two was pressed and the device was withdrawn after percutaneous coronary intervention. Manual compression was subsequently used to achieve hemostasis. There was no reported patient injury. Additional information was requested but unable to be obtained due to covid-19 restrictions. The device was not returned for analysis. A product history record (phr) review of lot j2519902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inaccurate placement (complete)¿ could not be verified as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the reported event. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review, nor the information available for review suggests a design or manufacturing related cause for this reported event/product. Therefore, no corrective/preventive actions will be taken at this time.